Event description:
This unsolicited case from united states was received on 22-nov-2017 from a other non-healthcare professional this case concerns female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had synovitis. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiry date: not reported). On an unknown date in (B)(6) 2017, after unknown latency, patient was having pain and swelling in her knee. Patient denied fever/chills, or erythema. Patient was advised that it was likely synovitis and to rest, ice, elevate and use nsaids as directed. Corrective treatment: rest; ice; elevation; nsaids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 30-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a other non-healthcare professional this case concerns female patient (age unspecified) who received treatment with synvisc one and after an unknown latency had synovitis no medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiry date: not reported). On an unknown date in (B)(6) 2017, after unknown latency, patient was having pain and swelling in her knee. Patient denied fever/chills, or erythema. Patient was advised that it was likely synovitis and to rest, ice, elevate and use nsaids as directed. Corrective treatment: rest; ice; elevation; nsaids. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention